Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through medwatch that post-op, the patient suffered from unknown serious injury and required intervention. The patient underwent l3-l5 decompression with decompressive laminectomies and facetectomies, posterolateral stabilization with pedicle screws and rods from l3 through l5 right sided transforaminal lumbar interbody fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.